Event description:
The customer reported the ventilator was alarming due to an exhalation valve stuck open. If the exhalation valve is physically stuck open creating a sustained open event, the exhalation system will be open to atmosphere and unable to provide a pressurized breath. As the device was out of warranty, the customer contacted the manufacturers product support engineer who advised the customer to replace the exhalation valve to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.